Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. Corrosion was found on the top and bottom housing as well as on the pcb and internal components of the returned device. The presence of corrosion on the returned device inhibited the ability for the device to establish communication with the master pdm. Despite many attempts, the device was unable to establish communication with the master pdm to extract the pod data. A leak test was performed and investigation found an internal leak on the soft cannula. Fluid was observed flowing out of an internal tear, which diverted the intended path of the fluid. Therefore, the presence of corrosion on the device was caused by the internal tear on the soft cannula, which in turn affected insulin delivery for the user. Additionally, the drive mechanism was inspected and found the commutator cap damaged. Without the data, it cannot be determined if the damage affected device functionality. Regulatory report cause and trending information: could not determine.

Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours their blood glucose level had rose to 380 mg/dl. As treatment, the patient applied a new pod.